Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00015 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported that a navicross catheter became damaged during an interventional procedure. Follow-up communication with the user facility confirmed the following: the catheter was reportedly noted to have become "kinked" and to have a "hole" in the side-wall of the catheter tubing; there was no reported negative impact on the patient; and the procedure was completed successfully with "improved arterial vessel flow."

Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection of a reserve sample from the reported lot confirmed no evidence of abnormalities or defects. Physical testing of the reserve sample confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "before starting infusion, verify that the catheter has not been kinked or blocked. Failure to abide by this warning may cause the catheter to break/rupture/separate, resulting in damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
Results - based upon evaluation of user facility information and the returned sample; based upon testing of reserve samples and undamaged sections of the returned sample conclusions - based upon evaluation of user facility information and the returned sample; based upon testing of reserve samples and undamaged sections of the returned sample subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility for evaluation. Visual examination of the returned sample revealed that: a severe kink in the catheter was confirmed to be visible at approximately 410-mm from the distal end of the strain relief; magnified inspection of the catheter revealed evidence that the kink was the result of the device having been pinched and crushed during use; and electron microscopic inspection revealed that the catheter's inner reinforcement wire had been pushed from the inside such that it protruded through the outside layer of the catheter wall in the kinked area. Functional testing was conducted on undamaged sections of the returned device and all performance specifications, including kink resistance, were met. Evaluation of reserve samples from the reported lot confirmed no evidence of abnormalities or defects. While the cause of the observed damage cannot be definitively confirmed, the event description and the evaluation results of the returned sample are most consistent with damage to the device due to improper manipulation of the catheter during use possibly including contact with a device that was used in combination with the catheter. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the navicross catheter under certain conditions may result in damage and/or separation or breakage of the product. Specifically, the IFU states: carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out cause of the resistance in order to avoid damage to blood vessels and separation or breakage of the product; do not torque the product if it is bent in order to avoid separation or break of the product; and when using a drug or a device with the product, the operator should have a complete understanding of the properties / characteristics of the drug or device and exercise due caution to avoid damage to the catheter. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.